Manufacturer narrative:
The customer reported leakage and tubing falling apart and returned a photo of material 2420-0007 and lot 24035984. The photo verifies the complaint of separation at y-site. Separation occurred at distal side of 2nd smart site. The sample was also returned, and the y-site/tubing connection was examined under a microscope, revealing insufficient solvent was applied to the connection. The manufacturing quality team found the root cause for the separation issue to be related to solvent application process during assembly. The assembly error was addressed by revising the solvent dispenser under work order (B)(4), completed 14mar2024. A quality alert was also raised to reinforce the correct method of solvent application to all relevant personnel on 27mar2024. Device history record review for model 2420-0007 lot number 24035984 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 2420-0007, batch#: 24035984. It was reported by the customer that drops of clear fluid on pt arm, shirt and blanket. Infusion stopped- noted leaking of line at the y site closest to the pt. Line clamped x 2- during clamping the line fell apart at y site in writer hands. Verbatim: rcc received a complaint via email. Email(s) attached. Arbo infusing- noted drops of clear fluid on pt arm, shirt and blanket. Infusion stopped- noted leaking of line at the y site closest to the pt. Line clamped x 2- during clamping the line fell apart at y site in writer hands- manufacturer code/model: 2420-0007. Serial or lot number: (B)(6).